Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative that when the system is turned down to 0 amplitude and turned off that buzzing and tingling continues throughout her body, mid-back all the way down to her toes. The representative instructed the patient to turn every program to 0 amplitude and turn system off, then report back to the representative and health care professional whether event persists or subsides. The patient was to report back. Additional information received from the representative reported the health care professional wanted to meet with the patient and discuss ancillary procedures, such as nerve blocks. The patient was to meet with the representative to troubleshoot and perform diagnostics on the device and confirm proper programmer usage. Follow-up is being conducted to determine diagnostics/troubleshooting performed. Indication for use included spinal pain. The physician reported via the manufacturer representative (rep) that the patient had an ancillary procedure a few weeks ago; a nerve ablation. It was unrelated to the spinal cord stimulator and its symptoms. A cause for the patient feeling stimulation while the implantable neurostimulator (ins) was off was not determined. Impedance tests were done and all ranges were normal. The ins was also turned to 0.0 volts on all programs and turned off. The patient reported via the rep that the ablation went well, but continued to feel a buzzing and tingling and has not turned the ins on. The patient also noted that the "battery pocket site" was extremely uncomfortable. A system removal was scheduled for (B)(6) 2016. This event will be updated if additional information is received.

Event description:
Additional information received from the manufacturer representative reported that the hospital discarded the device after explant. There were no patient symptoms reported.